Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an alto main body and three (3) ovation ix iliac limb stent-grafts to treat an abdominal aortic aneurysm (aaa). Approximately fifteen (15) days post initial procedure the patient presented to the emergency room with vomiting and flank pain. The computed tomography (CT) scan showed limb migration as well as a type 1b endoleak. Re-intervention was completed with implant of an ovation ix iliac limb. The type 1b endoleak was successfully resolved. The final patient status was reported as recovering with no issues.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. During the investigation, endologix found reasonable evidence to suggest this case is off-label (neck angulations >60°), however unable to confirm if this could be the contributing factors. The final patient status was reported as recovering with no issues. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g4: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an alto main body and three (3) ovation ix iliac limb stent-grafts to treat an abdominal aortic aneurysm (aaa). Approximately fifteen (15) days post initial procedure the patient presented to the emergency room with vomiting and flank pain. The computed tomography (CT) scan showed limb migration as well as a type 1b endoleak. Re-intervention was completed with implant of an ovation ix iliac limb. The type 1b endoleak was successfully resolved. The final patient status was reported as recovering with no issues. Additional information: an internal clinical assessment determined that there was evidence to reasonably suggest sac growth of 16mm and aortic stenosis of 40-50% occurred. The aortic neck was off label (neck angulations >60°). The final patient status was reported to be doing fine.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1b endoleak of the left common iliac artery is confirmed. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The clinical evaluation also shows reasonable evidence to suggest sac growth of 16mm and aortic stenosis of 40-50% occurred. The investigation also found that the aortic neck was off label (neck angulations >60°); however, it was unclear if this contributed to the report event. The final patient status was reported to be doing fine. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. B6: relevant tests and lab data has been updated. G3: date received by manufacturer has been updated.